Manufacturer narrative:
(B)(4). Corrections: section d1: corrected brand name. Section d2a: corrected common device name. Section d4: model and catalog # corrected to rt330. Section g4: updated 510(k). Section d4: the lot and UDI # of the rt330 optiflow tubing kit was not received. Section h11: method: the subject mr290v vented autofeed humidification chamber supplied with an rt330 optiflow tubing kit, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. Neither the subject device nor the additional information were provided for evaluation. Results: visual inspection of the provided photographs identified a horizontal crack on the dome of the mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow tubing kit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humification chamber supplied with an rt330 opiflow tubing kit was leaking water during use.

Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humdification chamber supplied with a rt330 opiflow tubing kit was leaking water during use.

Manufacturer narrative:
(B)(4) the subject rt330 optiflow tubing kit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(6). Section d4: the lot and UDI # of the rt330 optiflow tubing kit was not received. Section h11: method: the subject mr290v vented autofeed humidification chamber supplied with an rt330 optiflow tubing kit was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a crack on the chamber dome. Further analysis identified evidence that the chamber had been exposed to an incompatible chemical. Conclusion: the reported crack was confirmed. Based on our investigation, the crack is likely to be caused by exposure to an incompatible chemical, resulting in environmental stress cracking of the chamber dome. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow tubing kit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humdification chamber supplied with an rt330 opiflow tubing kit was leaking water during use. There was no patient harm.

Manufacturer narrative:
(B)(4). Corrections: section g3: date corrected section d4: the lot and UDI # of the rt330 optiflow tubing kit was not received. Section h11: method: the subject mr290v vented autofeed humidification chamber supplied with an rt330 optiflow tubing kit, additional information, and photographs were requested to be provided to fisher & paykel healthcare in new zealand for evaluation. Neither the subject device nor the additional information were provided for evaluation. Results: visual inspection of the provided photographs identified a horizontal crack on the dome of the mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the event. Every mr290v humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt330 optiflow tubing kit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humdification chamber supplied with an rt330 opiflow tubing kit was leaking water during use.